Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, the right ventricular lead integrity alert was triggered, and there was the unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant medical products: unknown mdt lead, implanted: unknown date; unknown mdt lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks after a right ventricular (rv) lead integrity alert (lia) was triggered. The lead exhibited an abrupt pacing impedance change with noted high pacing impedance and erratic noise on an electrogram. A conductor lead fracture and insulation breach were discovered. The ICD was initially deactivated. The lead was later capped and replaced. The patient is enrolled in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.